Event description:
It was reported asymptomatic patient presented for follow up with noise problem on lead. Noise could not be reproduced with isometrics. Lead was capped and replaced. Patient condition was fine after event.